Event description:
It was reported that a lateral fluoroscopy view of the pump determined it was flipped. It was later noted that an anteroposterior (ap) view found the pump identifier was reversed, which also confirmed the pump was flipped. The surgeon tried to flip the pump manually, but was unable to do so. Surgery to reposition the pump was planned for (B)(6) 2014. The other medications the patient was taking at the time of the event included oral baclofen. The patient was found to have bilateral subdural fluid collections. Regarding the pump positioning issue, pump movement in the pocket was reported. It was noted that the positioning of the device was corrected. The patient experienced headache and dizziness. The outcome was reported as unknown. The pump was used to infuse baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).